Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for routine pacemaker implant procedure. During the procedure, the physician found the pacemaker lead helix became unresponsive to rotations to extend or retract it. The lead was then removed from the body and the helix was cleaned. Upon closer inspection, it was noted that a piece of the lead came out from the inner lumen. It was also noted that the physician was unable to find a location in the anatomy that produced good parameters with the reported lead. A different lead was then used to complete the procedure without further incident. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6 final analysis found the complete lead was returned in one piece measuring 58.6 cm. The outer coil was found bent at 19.8 cm and 20.8 cm from the connector pin and the steroid plug was missing. The inner coil inside the connector region was found over-torqued. As received, the helix was found stretched and clogged with dried blood. Subsequently, the helix mechanism test was unable to be performed due to the helix damage found. The reported event that a piece of the lead came out was confirmed. The piece of lead was the steroid plug which was missing and was not returned for analysis. All damages observed during analysis were consistent with procedural damage. The lead was otherwise normal. No anomalies were found.